Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 10atm. The device was removed per usual without any problem. The procedure was completed with another of the same device. There were no patient problem reported.